Manufacturer narrative:
The uromax ultra dilatation balloon catheter kit was received inside a foil pouch. A visual and tactile examination of the pouch containing the device revealed a large tear 10mm below the label, measuring 70mm across. The tear had penetrated through the pouch, compromising the sterility of the package. No other defects were noted with the pouch, and no damage was noted to the device. The exact cause of the tear is unknown. The most probable root cause was determined to be handling damage without patient contact.

Event description:
It was reported to boston scientific corporation that during unpacking of a uromax ultra dilatation balloon catheter kit, a tear was noticed in the packaging compromising the sterile barrier. No visible damage was noticed to the outer shipping box. There was no patient or procedure involved.

Event description:
It was reported to boston scientific corporation that during unpacking of a uromax ultra dilatation balloon catheter kit, a tear was noticed in the packaging compromising the sterile barrier. No visible damage was noticed to the outer shipping box. There was no patient or procedure involved.